Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 05-jan-2018. The most recent information was received on 18-aug-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), paralysis ('muscular paralysis') and mental impairment ('difficulties to think and understand') in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paralysis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("hemorrhagic period"), anxiety ("anxiety"), oedema peripheral ("ankle edema and/or liquid accumulation"), vision blurred ("blurred vision"), diplopia ("doubled vision"), onychoclasis ("breaking nails"), rash ("rash"), skin discolouration ("changing color on fingers"), the first episode of temperature intolerance ("intolerance to cold"), peripheral coldness ("coldness in fingers, nose, feet and ear"), constipation ("constipation"), depression ("depression"), disturbance in attention ("concentration difficulty"), dizziness ("dizziness"), dry mouth ("dryness on mouth"), dry eye ("dryness on eyes"), vulvovaginal dryness ("dryness vagina"), dry skin ("dryness on skin"), goitre ("enlarged thyroid"), eructation ("excessive eructation"), flatulence ("excessive flatulence"), hyperhidrosis ("excessive sweatiness"), thirst ("extreme thirst"), syncope ("fainting fit"), alopecia ("loss of hair"), headache ("headaches"), migraine ("migraines"), the second episode of temperature intolerance ("intolerance to heat"), dyspepsia ("stomach burnings / indigestion"), hypertension ("hypertension"), insomnia ("insomnia"), dyskinesia ("involuntary moves"), general body pain ("jawbone pain"), joint pain ("joint pain"), joint swelling ("joint swelling"), erythema ("joint redness"), joint tenderness ("joint sensibility"), lactose intolerance ("intolerance to lactose"), decreased appetite ("loss of appetite"), mood swings ("mood swings"), myalgia ("muscular pain"), muscular weakness ("muscular weakness"), nausea ("nauseas"), hypoaesthesia ("numbing on hands and feet / face numbing"), formication ("formication on hand and feet / formication sensation"), occipital headache ("pain on back of head because of move"), fatigue ("extreme or prolonged tiredness"), sexual dysfunction ("sexual dysfunction"), impaired healing ("slow scarring over of wounds"), speech disorder ("speech disorder"), somnolence ("significant need of sleep"), photosensitivity reaction ("sensitivity to sun"), chills ("visible extreme shivering / internal shivering"), vomiting ("vomiting"), pyrexia ("unexplained fever"), skin rash ("unexplained skin rash"), coordination abnormal ("move coordination disorder"), nocturia ("excessive night urination"), urinary incontinence ("urination leaks"), micturition urgency ("frequent urge to urinate") and chronic pain ("chronic pain") and was found to have heart rate increased ("fast heartbeat") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, paralysis, mental impairment, abdominal pain, menstrual disorder, anxiety, oedema peripheral, vision blurred, diplopia, onychoclasis, rash, skin discolouration, peripheral coldness, constipation, depression, disturbance in attention, dizziness, dry mouth, dry eye, vulvovaginal dryness, dry skin, goitre, eructation, flatulence, hyperhidrosis, thirst, syncope, alopecia, headache, migraine, the last episode of temperature intolerance, dyspepsia, hypertension, insomnia, dyskinesia, general body pain, joint pain, joint swelling, erythema, joint tenderness, lactose intolerance, decreased appetite, mood swings, myalgia, muscular weakness, nausea, hypoaesthesia, formication, occipital headache, heart rate increased, fatigue, sexual dysfunction, impaired healing, speech disorder, somnolence, photosensitivity reaction, chills, vomiting, weight increased, pyrexia, skin rash, coordination abnormal, nocturia, urinary incontinence, micturition urgency and chronic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, chills, constipation, coordination abnormal, decreased appetite, depression, diplopia, disturbance in attention, dizziness, dry eye, dry mouth, dry skin, dyskinesia, dyspepsia, eructation, erythema, fatigue, flatulence, formication, general body pain, goitre, headache, heart rate increased, hyperhidrosis, hypertension, hypoaesthesia, impaired healing, insomnia, joint pain, joint swelling, lactose intolerance, menstrual disorder, mental impairment, micturition urgency, migraine, mood swings, muscular weakness, myalgia, nausea, nocturia, oedema peripheral, onychoclasis, paralysis, pelvic pain, peripheral coldness, photosensitivity reaction, pyrexia, rash, sexual dysfunction, skin discolouration, somnolence, speech disorder, syncope, thirst, urinary incontinence, vision blurred, vomiting, vulvovaginal dryness, weight increased, the first episode of temperature intolerance, chronic pain, joint tenderness, occipital headache, skin rash and the second episode of temperature intolerance with essure. The reporter commented: she lived almost 4 years in hell and now she is almost in great shape after removing the poison that her so-called gynaecologist dared put in her body. Batch no: c26940, production date: 2014-02-20, and expiration date: 2017-02-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 18-aug-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain'), paralysis ('muscular paralysis') and mental impairment ('difficulties to think and understand') in a female patient who had essure (batch no. C26940) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), paralysis (seriousness criterion medically significant), mental impairment (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menstrual disorder ("hemorrhagic period"), anxiety ("anxiety"), oedema peripheral ("ankle edema and/or liquid accumulation"), vision blurred ("blurred vision"), diplopia ("doubled vision"), onychoclasis ("breaking nails"), rash ("rash"), skin discolouration ("changing color on fingers"), the first episode of temperature intolerance ("intolerance to cold"), peripheral coldness ("coldness in fingers, nose, feet and ear"), constipation ("constipation"), depression ("depression"), disturbance in attention ("concentration difficulty"), dizziness ("dizziness"), dry mouth ("dryness on mouth"), dry eye ("dryness on eyes"), vulvovaginal dryness ("dryness vagina"), dry skin ("dryness on skin"), goitre ("enlarged thyroid"), eructation ("excessive eructation"), flatulence ("excessive flatulence"), hyperhidrosis ("excessive sweatiness"), thirst ("extreme thirst"), syncope ("fainting fit"), alopecia ("loss of hair"), headache ("headaches"), migraine ("migraines"), the second episode of temperature intolerance ("intolerance to heat"), dyspepsia ("stomach burnings / indigestion"), hypertension ("hypertension"), insomnia ("insomnia"), dyskinesia ("involuntary moves"), general body pain ("jawbone pain"), joint pain ("joint pain"), joint swelling ("joint swelling"), erythema ("joint redness"), joint tenderness ("joint sensibility"), lactose intolerance ("intolerance to lactose"), decreased appetite ("loss of appetite"), mood swings ("mood swings"), myalgia ("muscular pain"), muscular weakness ("muscular weakness"), nausea ("nauseas"), hypoaesthesia ("numbing on hands and feet / face numbing"), formication ("formication on hand and feet / formication sensation"), occipital headache ("pain on back of head because of move"), fatigue ("extreme or prolonged tiredness"), sexual dysfunction ("sexual dysfunction"), impaired healing ("slow scarring over of wounds"), speech disorder ("speech disorder"), somnolence ("significant need of sleep"), photosensitivity reaction ("sensitivity to sun"), chills ("visible extreme shivering / internal shivering"), vomiting ("vomiting"), pyrexia ("unexplained fever"), skin rash ("unexplained skin rash"), coordination abnormal ("move coordination disorder"), nocturia ("excessive night urination"), urinary incontinence ("urination leaks"), micturition urgency ("frequent urge to urinate") and chronic pain ("chronic pain") and was found to have heart rate increased ("fast heartbeat") and weight increased ("weight increased"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, paralysis, mental impairment, abdominal pain, menstrual disorder, anxiety, oedema peripheral, vision blurred, diplopia, onychoclasis, rash, skin discolouration, peripheral coldness, constipation, depression, disturbance in attention, dizziness, dry mouth, dry eye, vulvovaginal dryness, dry skin, goitre, eructation, flatulence, hyperhidrosis, thirst, syncope, alopecia, headache, migraine, the last episode of temperature intolerance, dyspepsia, hypertension, insomnia, dyskinesia, general body pain, joint pain, joint swelling, erythema, joint tenderness, lactose intolerance, decreased appetite, mood swings, myalgia, muscular weakness, nausea, hypoaesthesia, formication, occipital headache, heart rate increased, fatigue, sexual dysfunction, impaired healing, speech disorder, somnolence, photosensitivity reaction, chills, vomiting, weight increased, pyrexia, skin rash, coordination abnormal, nocturia, urinary incontinence, micturition urgency and chronic pain outcome was unknown. The reporter provided no causality assessment for abdominal pain, alopecia, anxiety, chills, constipation, coordination abnormal, decreased appetite, depression, diplopia, disturbance in attention, dizziness, dry eye, dry mouth, dry skin, dyskinesia, dyspepsia, eructation, erythema, fatigue, flatulence, formication, general body pain, goitre, headache, heart rate increased, hyperhidrosis, hypertension, hypoaesthesia, impaired healing, insomnia, joint pain, joint swelling, lactose intolerance, menstrual disorder, mental impairment, micturition urgency, migraine, mood swings, muscular weakness, myalgia, nausea, nocturia, oedema peripheral, onychoclasis, paralysis, pelvic pain, peripheral coldness, photosensitivity reaction, pyrexia, rash, sexual dysfunction, skin discolouration, somnolence, speech disorder, syncope, thirst, urinary incontinence, vision blurred, vomiting, vulvovaginal dryness, weight increased, the first episode of temperature intolerance, chronic pain, joint tenderness, occipital headache, skin rash and the second episode of temperature intolerance with essure. The reporter commented: she lived almost 4 years in hell and now she is almost in great shape after removing the poison that her so-called gynaecologist dared put in her body. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-aug-2021: the follow information were updated, device removal 'yes", non-drug treatment "surgery" was added to pelvic pain, action taken with drug drug withdrawn. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.